Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing came apart at the quick release. The site location was patient's abdomen and the pump was located in the pocket. The infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. The blood glucose level of the patient was high which was treated by insulin pump. Currently, the patient's blood glucose level was 332 mg/dl. No further information available.

Manufacturer narrative:
Patient city: (B)(6).